Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Refer to medwatch 2032227-2016-23415.

Event description:
The customer reported via telephone call that the blood glucose was running high and that she felt lethargic. The blood glucose reading was 290 mg/dl and the customer treated with a bolus from the insulin pump. The drive support cap appeared normal and recessed. The customer found air bubbles in the reservoir and was assisted in priming them out. Insulin did exit with a manual prime and no leaks were observed. The customer was unable to complete troubleshooting for high blood glucose and was advised to call back with a tubing clamp available to perform a high pressure test. She also reported a low blood glucose 48 mg/dl. The customer declined troubleshooting for the low blood glucose. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.